Manufacturer narrative:
The DHR was reviewed for lot#9000775 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2026 loss of osseointegration was reported. Observed during the event: implant fracrured/ mobiluty. The doctor said that implant failed as the temporary went through micromovement. The device was forwarded to the manufacturer. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported.

Manufacturer narrative:
(Updates) during the evaluation of the implant, it was found that it was not implant fracture, so the doctor incorrectly indicated the one of the reason for the implant removal.